Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that when their spouse increased the stimulation, they start getting shocked in the tailbone and vagina area. Patient said they thought one of the leads had come loose in there somewhere, but they have had MRI's done and their hcp reported that the lead was where it was supposed to be. Patient also mentioned that their settings haven't really worked for them. The patient stated they have tried different programs, but that hasn't resolved the issue. Patient recalled that on one occasion they had met with an mdt rep in regards to the issue, patient did not disclose when mdt was notified. The patient stated that they are now on bladder pills and they work wonderful because they don't soil their underwear. Agent offered to help make stimulation adjustments over the phone, patient declined because they just had adjustments made and their husband was not with them. The patient was redirected to their healthcare provider to further address the issue if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they have been getting pain in the uterus and shocking in the butt cheeks on certain settings. The caller reports having low back pain for the last 6 months or so and is on pain pills and goes to therapy but it isn't helping and they want to know if the device could cause the pain. Reviewed with the caller that they can try turning off the therapy to see if it impacts the back pain. Reviewed to continue to try all of the available programs to see if any of them help the symptoms. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what steps were taken to resolve the issue, they reported "I had the first one put in 2013 or 2014 never has help me it only socks me and makes me unconterabe and sore. My hole bottom" and sent another letter that responded to this question with "I have no answers at this time I just keep going around in curcule. Wish I could get some help". The issue was not yet resolved.